Event description:
It was reported to philips that the device displays sp02 readings when the device is not connected to a patient. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device displays sp02 readings when the device is not connected to a patient. There was no reported patient involvement/adverse patient impact.